Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging ¿the pump was not giving any loss of prime alarms; this pump does not give loss of prime for over 3 minutes with cap removed and cartridge out of pump.¿ the patient¿s blood glucose (bg) was reported to be greater than 250 mg/dl but less than 500mg/dl with no reported additional signs or symptoms, which does not meet the animas criteria for an adverse event. This complaint is being reported because of the allegation of a prime issue.